Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and dilaudid via an implantable infusion pump for spinal pain. It was reported that the pump was alarming or beeping. The patient was told "the other day" prior to (B)(6) 2018 that "the motor had gone out on it." The patient's wife wanted to know if the motor was still working at the time of the report. The patient saw the healthcare provider (hcp) on (B)(6) 2018 to get the pump shut off because the motor was dead. The patient was given oral morphine sulfate. The alarm was confirmed to be a two-toned alarm. The issue started on (B)(6) 2018. No patient symptoms were mentioned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the cause of the motor dying was not determined. The following actions/interventions were taken to resolve the issue: the pump was emptied of medications and the alarms were stopped. The motor dying was not resolved at the time of the report. The pump was still implanted in the patient at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the motor died and reached its end of life span unexpectedly on (B)(4) 2018. The patient did not hear the alarm for several days. The patient reported that it had been a horrendous experience, and "it does not stop." The patient experienced withdrawal symptoms,which started on (B)(6) 2018, which was a day after the patient's wife heard an alarm. The patient had symptoms of the flu and it only went downhill from there. The patient was given oral medications, and it was noted that "none of it worked." The patient was calling to request physician listings. No further complications were reported.